Event description:
As reported by our edwards lifesciences japanese affiliate and through the japanese post-marketing surveillance system, a 26 mm sapien 3 valve was deployed in the aortic position via transfemoral approach. On post operative day (pod) 1, multiple micro cerebral infarctions were observed. The patient required prolonged hospitalization. On pod 15, the outcome was determined as recovered.

Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (age older than 70 years) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Device remains implanted in the patient.

Manufacturer narrative:
A supplemental report is being submitted to add reference to other report being submitted for this case. This is one of two reports being submitted for this case. Please reference related manufacturer report no:. 2015691 2022 10105.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on new information received through investigation. New information received indicated the patient had a history of arteriosclerosis of the brain, which may have caused or contributed to the stroke in addition to factors previously stated. In addition, it was clarified the patient did not experience permanent impairment from the stroke, and only required oral medication for treatment. No further action is required.